Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with a blood glucose level of blood glucose of 438 to 41mg/dl. The customer was hospitalized because the infusion set was stuck in their body and had to have surgery to remove the needle from the body. The customer did not provide the date of the hospitalization. Customer's blood glucose value was 128 mg/dl at the time of the call. The customer was treated with a bolus. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.